Event description:
It was reported that the piston on the pump often rewinds and forces them to change everything out to resolve the issue. There was no reported adverse impact to the customer. Customer continued to use the pump for insulin therapy.